Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis for unspecified reasons. The tactra was explanted and replaced with a new tactra. There were no patient complications reported.